Manufacturer narrative:
(B)(4). H6: proposed annex g code: mechanical (g04), drill. The product has been received by zimmer biomet and the investigation is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a modular center post reamer cracked intra-operatively while reaming over a guide pin during glenoid preparation. Another reamer was used to complete the preparation. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. The complaint sample was evaluated, and the reported event was confirmed. The step feature of the reamer had also cracked. Visual examination of the returned product identified signs of use and wear and tear. There is galling on the reamer shaft and some damage to the collar at the distal end of the device. Dimensional analysis of the product determined that it conformed to print specifications. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.